Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent-assisted coil embolization of aneurysms, an enterprise2 4mmx30mm vascular reconstruction stent device (encr403012, 6301226) became impeded in prowler select plus 150/5cm microcatheter (606s255x, lot unknown). It could not advance anymore, the physician tried to withdraw it, but the stent could not be withdrawn. The microcatheter with stent were removed together outside of patient¿s body. There was no patient injury. Changed new stent and microcatheter to complete the surgery. There was no patient injury reported. Treatment was to the anterior communicating artery, 10mmx6mm aneurysm. No additional information is available. The device was discarded; therefore, no further investigation can be performed. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter - obstructed in patient¿ could not be confirmed. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance and indicates that the flush should be verified in the event of resistance/friction during device advancement. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction, vessel characteristics and device selection may have contributed to the reported issue. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent-assisted coil embolization of aneurysms, an enterprise2 4mmx30mm vascular reconstruction stent device (encr403012, 6301226) became impeded in prowler select plus 150/5cm microcatheter (606s255x, lot unknown). It could not advance anymore, the physician tried to withdraw it, but the stent could not be withdrawn. The microcatheter with stent were removed together outside of patient¿s body. There was no patient injury. Changed new stent and microcatheter to complete the surgery. There was no patient injury reported. Treatment was to the anterior communicating artery, 10mmx6mm aneurysm.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2021-00100. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.